Manufacturer narrative:
Livanova (B)(4) has requested the lab test result, but this report was never provided. It was stated furthermore that the contamination occured despite regular decontamination, water changes and sampling, but it was also stated that the customer did not follow the instructions for use (IFU), as they use chlorina as a routine decontaminate. The heater cooler system 3t was returned to livanova (B)(4) to undergo the deep disinfection procedure. The deep disinfection procedure was completed on (B)(6) 2017, successfully. Corrective actions are in progress for this issue.

Manufacturer narrative:
There was no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer reported that the contaminated unit has been removed from service. The facility plans to return the heater cooler system 3t to livanova deutschland for deep disinfection. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacteria and legionella. The user reported that water changes, water sampling and decontamination are done regularly. There is no known patient involvement.